Event description:
It was reported that during reprocessing that the wire was broken by the tip on the monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken at the distal idlers. The idler pulley spun freely but it was damaged on the edge. Engineering concluded the damage was likely due to mishandling. The cable segment stuck out at the instruments wrist. The other cables at the wrist were not damaged. Additional damage found was pad printing removed on the tube extension. Several markings were found on the tube extension exhibiting pad printing removal. Electrical continuity passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.